Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal vhd was deployed. The pt was discharged home with the usual vasoseal patient care instructions. Four days later, the pt presented at the emergency room and was diagnosed with a pseudoaneurysm. The pt was taken to surgery. No further complications were reported.